Event description:
It was reported that "during inspection and labeling, we found damaged packaging and products inside the box." This was found during inspection. There was no patient involvement.

Manufacturer narrative:
(B)(4) the customer provided one image showing nine unopened arterial sac kits. Visual analysis revealed bending/creasing on all pouches. The customer also returned one, unopened arterial sac kit for analysis. The packaging had signs of folding/creasing upon return. Visual analysis revealed that the guidewire and protective tubing were kinked within the packaging. The kit was opened to analyze the contents within. Visual analysis revealed the protective tubing had a kink towards the distal end, which aligned with the kink on the guidewire. The lidstock clearly states, "do not bend." The damage observed is consistent with defects related to storage and shipping. Microscopic examination confirmed the damage and revealed that the distal and proximal welds were secure and intact. The kink on the guidewire measured 287mm from the proximal tip. The guide wire length measured 352mm, which is within the specification limits of 345mm - 355mm per guidewire product drawing. The guidewire outer diameter measured 0.51mm, which is within the specification limits of 0.508mm - 0.533mm per guidewire product drawing. The guidewire was functionally tested per the product instructions for use (IFU). The IFU provided with this kit instructs the user, "insert tip of guidewire through introducer needle into artery (until depth-marking [if provided] on wire enters hub of needle)." The guidewire was advanced through the returned introducer needle, and the undamaged portions were able to pass with little to no resistance. A manual tug test confirmed that the distal and proximal welds were secure and intact. A device history record review was performed, and no relevant findings were identified. The instructions-for-use (IFU) provided with this kit warns the user, "do not use if package is damaged." The lidstock was reviewed as part of this complaint investigation. The words "do not bend" are clearly visible on the front of the lidstock. The customer report of a kinked guidewire was confirmed through complaint investigation of the returned sample. A kink was observed on the guidewire body, which aligned with kink on the protective tubing. The packaging had signs of folding/creasing upon return. The guidewire met all relevant dimensional and functional requirements, and a device history record review was performed with no relevant findings. The packaging clearly states, "do not bend." Based on the customer description and the samples received, storage and shipping caused or contributed to this event. Teleflex will continue to monitor and trend for reports of this nature.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that "during inspection and labeling, we found damaged packaging and products inside the box." This was found during inspection. There was no patient involvement.